Event description:
It was reported that the patient presented to the hospital with bacteremia and was experiencing fever and shortness of breath. Vegetation on the right atrial lead was visualized using a transesophageal echocardiogram. The physician explanted the system ¿ pacemaker, right atrial lead and right ventricle lead. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.